Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: distal fiber breakage, scratches on distal edge, minor cracks on side of the video connector, image out of field view, and light transmission failed. Based on the results of the investigation, the most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a bend in the scope and the image was dark. The issue occurred during an unspecified procedure. There were no reports of patient harm.